Manufacturer narrative:
Technician found stretcher in bed shop with note saying "broken". Noticed all four brakes while engaged could move side to side. Replaced all four casters to resolve this issue.

Event description:
Stretcher found in bed shop with note saying "broken". All four brakes while engaged could move side to side.